Manufacturer narrative:
Software version: (B)(4).

Event description:
Physician reported that while increasing both of the patient's day and night output current, a message was received noting that output current is not being delivered. Lead impedance and battery status were within normal limits. Per ohm's law calculation the generator should be able to deliver the programmed output current. Internal data from the patient¿s generator was reviewed. The peak output current delivered for the generator was equivalent to the daytime value programmed. Two diagnostics tests were performed. Generator device history record was reviewed; no unresolved non-conformances were identified, and the generator passed all quality control specifications prior to distribution. No other relevant information has been received to date.